Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm epic max valve was chosen for a procedure. The body surface area (bsa) was 1.83 and the aortic valve was suitable for epic max valve. The valve was implanted according instructions for use (IFU). After closing, the transesophageal echocardiogram (tee) showed unpredictable severe central jet from newly implanted valve. The jet was clinically unacceptable from heart team and they decided to explant the valve. The valve was explanted and a new 19mm epic max valve was implanted. The central jet was mild after the procedure and heart team was satisfied with the result. After the procedure, heart team checked the explanted valve and they claimed one leaflet of biological valve was short and coaptation defect. There was some delay in the explanation and reimplantation procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported in intensive care unit (ICU).

Manufacturer narrative:
An event of incomplete coaptation was reported. Imaging was also received from the field and reviewed. The valve was returned to abbott for analysis and the investigation revealed that all three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 1.5%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
N/a.